Event description:
The customer reported there was no power to the control panel attributed to the power supply. When this occurs the system will fail to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt power supply. The system operates as intended.